Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, capacitor charge time limit was reached on device. The generator change was scheduled, and it was unknown whether the device was explanted. The patient was stable.

Event description:
New information received states that the device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The high voltage capacitor - hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.